Event description:
It was reported that this pacemaker system is not approved for magnetic resonance imaging (MRI). The pacemaker is MRI conditional, but the non-(B)(6) lead is not. The health care professional (hcp) wanted to perform the MRI anyways with a normal safety protocol. This pacemaker system remains in service. No adverse patient effects were reported related to the off-label use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).